Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. The pump was unable to test for battery out limit alarm or perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The pump had a scratched display window, cracked case at display window corner, debris under display window and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer stated that he pressed a pencil into the reservoir to get insulin and passed out. The customer stated that his blood glucose went down to 33 mg/dl. The customer stated that the pump received a batter out limit when he took the cap out. The customer stated that the pump alarmed button error. The customer stated that a button was not pressed for 3 minutes or longer. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.